Manufacturer narrative:
Lot number or product was not provided by the reporter therefore unable to proceed with batch retain testing or product investigation.

Event description:
Paralysis on the left side of body [hemiplegia]. Severe neurological symptoms [neurological symptom]. Pain in hands and feet [pain in extremity]. Tremors in hands and feet [tremor]. Severe burning sensations in hands and feet [burning sensation]. Tingling in hands and feet [paraesthesia]. Numbness of hands and feet [hypoaesthesia]. Weakness on the left side of body [hemiparesis]. Stiffness in legs [musculoskeletal stiffness]. Almost impossible to walk, developed an unusual gait [gait disturbance]. Speech problems [speech disorder]. Neuropathy [neuropathy peripheral]. Peripheral nerve damage [nerve injury]. Physical injuries [injury]. Case description: an attorney reported that their adult female client, age unspecified, used fixodent denture adhesive, version unknown cream when she first required dentures in 2004 and used poligrip denture adhesive, unspecified total daily use, and reported the following: began to experience severe neurological symptoms in 2007, pain and severe burning sensations in hands and feet, tremors in hands and feet, tingling and numbness in hands and feet, weakness and paralysis on the left side of her body, experienced stiffness in legs making it almost impossible to walk and developed an unusual gait, physical injuries, developed speech problems and is unable to adequately express herself, condition was diagnosed as neuropathy and peripheral nerve damage. Procedures included a spinal tap and several brain exams. Treatment: many months of rehabilitation, was treated in the neurology department for brain therapy and physiotherapy; is currently taking unspecified medication to treat her condition. The consumer recommended work on a gradual basis but anticipates future medical treatment. The case outcome was not recovered/not resolved. Past medical history included: medical history - first required dentures in 2004. No further information was provided.